Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly analyzed. The error was duplicated. During startup, a 495 rf power supply error appeared. Replacing the rf bovie power supply resolved the issue. The electrical issue with the rf bovie power supply could trigger the error code 465. The generator requires several updates. The generator was in overall good physical condition. The generator was repaired and passed full functional and electrical safety testing. The reported allegation was confirmed. Therefore, it can be concluded that the most likely cause of the event is electrical failure. A review of rezum generator hazard analysis was completed and confirmed that the device displays 465 water pressure, and 495 rf power supply failed events were defined in the product risk documentation. These event types have been accounted for during analysis to support an acceptable risk-benefit profile for the product. No user training verification was required, as there was no evidence that the device was used in a manner inconsistent with the labeling. The reported allegation was not indicative of the user failure to adhere to the rezum training curriculum. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior to procedure, the device prompted an error code 495 (rf power supply self-test error.) The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation.

Event description:
It was reported that prior to procedure, the device prompted an error code 465 (water pressure self-test error.) The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation.